Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer experienced an elevated blood glucose (bg) level of 517 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level.